Event description:
Staff member of the or department at hospital was drawing urine and went to shield the needle and the cover came off and she was stuck.

Manufacturer narrative:
Since the device involved in this event is not available for evaluation, it is not possible to determine if the reported event resulted from a device malfunction. In addition, no lot info was available. The processes have been designed to insure that the occurrence of these defects is infrequent. Each process is continually monitored through inspections of samples to ascertain that the process is in control. The manufacturing plant is aware of this incident. They will continue to monitor their processes to avoid incidents of this nature. Regulatory compliance will continue to monitor reports to identify any changes in trending.